Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment; however, the device was removed due to strong resistance during delivery. The distal edge of the stent was found to be lifted. The procedure was completed with a non boston scientific device. There were no patient injury reported.